Event description:
Patient had inferior vena cava (ivc) filter placed due to pulmonary embolism (pe) from deep vein thrombosis (dvt). One year later the patient was taken to cath lab to have ivc filter removed because a piece broke off and migrated to patient's lung. A new ivc filter was placed. Patient has protein c deficiency, hypercoagulable. Also on coumadin and is therapeutic. So far no harm to the patient from piece of filter in patient's lung.